Event description:
Event description guidant received information that this left ventricular lead exhibited an impedance measurement greater than 2000 ohms and loss of capture. A chest x-ray revealed a slight thinning of the lead body at the subclavian access. In addition the patient also complained of a pinching sensation in the pocket area.